Event description:
Additional information was received that episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. The rv lead was capped and replaced during a device replacement procedure due to normal eri to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic after experiencing a vibratory alert. Low pacing impedance was observed on the right ventricular (rv) lead. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.